Manufacturer narrative:
The customer¿s report that the distal part of the set broke off in the stopcock was confirmed. The set and stopcock were visually inspected for obvious damage such as incomplete bonding engagements, cracks, fractures, kinks, holes, and tears in the tubing and its components. The male luer tip of the set was broken off and was still lodged within one of the female ports of the stopcock, confirming the customer¿s report. A whitish section was observed on one portion of the damaged male luer tip. This whitish area is an indication of stress and it coincides with the corresponding point of breakage on the portion of the tip remaining on the primary set. A dried white solid resembling salt was observed in the male luer section of the set, in and around the lodged-in male luer tip and both female ports of the stopcock. The spin collar of the male luer was slightly crooked and stuck in place, likely due to dried medication. Functional testing was not performed due to the obvious damage. Dimensional testing was performed on the one accessible female luer and the male luer of the stopcock, both leurs were a go and within parameters. The root cause of the customer¿s report was identified as the external application of force to the male luer tip.

Manufacturer narrative:
Concomitant medical products: 250 ml baxter exactamix bag, ref (B)(4), therapy date: (B)(6) 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a 250 ml infusion of d30w with 0.2% nacl + 20 meq/l kcl was infusing at 12 ml/hr for 5 hours when the distal part of set was noted to have broken off in the stopcock.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a set was infusing for 5 hours when the distal part of set broke off in the stopcock. There was no patient harm.